Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging core and imaging widow were detached in the lapjoint section. The imaging window was not returned for analysis. Visual inspection revealed kinks in the sheath assembly, the drive shaft broken within the telescope section, and imaging core windup beginning 53.20 cm from the distal end of the connector shaft. Impedance test showed an electrical open at the proximal end of the catheter. Media returned by the customer was inspected and showed the imaging window detached in the lapjoint section. Based on the evidence, the as reported code of image lost was confirmed.

Event description:
Reportable based on device analysis completed on 30 may 2024. It was reported that visualization issues occurred. The 75% stenosed target 38mm x 2.5mm lesion was located in the moderately tortuous and severely calcified left main coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image after repeated flushing. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window detached in the lapjoint section.